Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncope the night of the implant. The device was interrogated an increase in atrial pacing and farfield oversensing were noted. The programming was changed and the issue was resolved, however, the cause of the syncope was not determined. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.